Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for spinal pain. The pump contained bupivacaine and an unknown brand of morphine both at unknown concentrations and doses. It was reported the patient heard beeping and then got his personal therapy manager (ptm) out and turned up the volume and saw the error code all day. The patient stated he had an upcoming refill appointment on (B)(6) 2017. The patient stated the ptm showed 8254 error code occurred at 21:40 on (B)(6) 2016, and it showed 8286 error code occurred at 19:54 on (B)(6) 2016. The patient was redirected to follow-up with their health care provider. No patient symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on 2017-jan-03. It was reported that the patient did not show for their appointment on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.